Manufacturer narrative:
The product was returned for analysis. Loose foreign material was observed on the surface of the optic, no scratch was observed. No root cause could be determined, no scratch was observed; however, loose foreign material was on the surface which could have been interpreted as the reported complaint. The exact origin of the loose particulate on the optic cannot be verified due to unk conditions prior to the investigation of the returned sample. Loose particulate may adhere to the surface of a lens when opened if static electric charges are present. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A user facility reported that a scratch was noted on an intraocular lens (iol). There was no pt impact. The iol was not sitting in its holder or packaging in the box. When the packaging was opened, before the lens was loaded, what looked like a scratch was noted on the iol. The team examined and lens further under the microscope and felt it was scratched. The decision was made not to use the iol.